Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2011, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. When the contralateral leg was near the intended treatment area, it deployed automatically without any action on the part of the physician. When the catheter was removed, the leading end had broken off and remained in the patient. The physician snared the wire and pulled the catheter tip out of the patient with no adverse event. The stent-graft had deployed slightly more proximal than intended, but there was no clinical consequence to the patient. The catheter was unavailable for evaluation; it had been discarded at the facility.